Event description:
Additional information received reported that having the device had been one of the ¿worst experiences¿ of the patient¿s life. The pain and discomfort were unbearable, and even with the device turned off, she felt as if someone was stabbing her in both sides of her back ¿with a hot ten-inch knife.¿ she was having the device removed on (B)(6) 2015.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type; programmer. Patient product ID; 3889-28, lot# va0ddbb, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient had been having problems with the implantable neurostimulator (ins) since implant. The patient saw a doctor in (B)(6) and was told the problems she was having should not be due to the ins. The problems had gotten progressively worse. The patient was having a burning, stabbing pain at the incision area and sometimes it was excruciating. The patient stated that sometimes she could not move and was bed ridden because of the pain. The patient stated that over the couple weeks, it had gotten worse, but over the past couple of days it had gotten horrible and unbearable. The patient had an appointment scheduled with the doctor, but was afraid he would say the same thing as before. The patient thought there was something wrong with the ins or an infection and sometimes the incision area was ¿so big and literally felt like it was full of pus or something.¿ the incision was swollen and sensitive to touch. The patient noted that she turned stimulation off a couple of weeks ago because it was causing spasms in her leg and pelvic area and the nurse told her to do so. The patient mentioned that the therapy was not relieving her symptoms at all. The patient was not sure if there was anything she could do before seeing her doctor. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).